Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving clonidine and bupivacaine at unknown concentrations and dosages via an implantable pump for spinal pain. It was reported that the pump was alarming or beeping. It was stated that the patient had ¿chronic spinal cord issues¿ and that was the reason why the pump was implanted, but that it was not an issue. The patient was having problems finding another healthcare provider (hcp) to service the pump. The pump had been empty for about a week and the patient started hearing the pump alarm on (B)(6) 2016. The patient had been to the emergency department (ed) three times in the last three weeks and he had been given oral hydromorphone tablets 4 mg for 1 every 6 hours as needed that were ¿tearing him up¿. It was reported that they had added ¿stuff here and there¿ to the pump and it messed the patient up about 3-4 weeks ago. The hcp had to keep the patient off the dilaudid because when he took a high dose of oral dilaudid, he developed skin rashes that began a week after the dilaudid was out of the pump system and it was several months ago when they took dilaudid out of the pump.

Manufacturer narrative:
Updated to reflect the new information received on 2017-may-26. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's pump was alarming due to an empty pump. It was confirmed that the patient had missed a refill. According to the hcp, the patient was new to their clinic and presented stating that the pump had gone dry the previous october. The last pump change according to the pump logs was on (B)(6) 2016. The hcp indicated that the patient had heard the alarm, but that it had "slowed down" as time went on. The hcp stated that they would discuss replacing the pump with the patient. No symptoms were reported. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con). It was reported that the patient's original managing healthcare professional (hcp) had left the practice. The new hcp took over but wouldn't refill the patient's pump which ran out of medication at the end of (B)(6) 2016. Patient was trying to find someone to refill the pump. The patient "did not know if the catheter was pushing on his spinal cord". When asked to clarify, the patient stated that he had pain in the area and it also bothered his chest every day. The patient stated that his hcp had put him in the hospital 3 times. The patient noted taking gabapentin. The patient was on orals that did not work for him and that¿s why he got the pump. Patient noted his back was messed up from being in the (B)(6) and being overseas. Patient was looking for an hcp to refill the pump and said that he was told the closest hcp was 4 hours away.

Manufacturer narrative:
Corrected information:sex: date of birth . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via a company representative on 02-aug-2017 who reported that the pump was empty and the healthcare professional was wondering if they could still refill the pump. Per this reporter, the pump had been empty a couple of months. It was reported that the patient had no symptoms as he was taking oral when the pump went empty.